Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal hydal (15 mg/ml, 7 mg/day) and clonidine (75 mcg/ml, 36 mcg/day) via an implantable infusion pump. The indication for use was not noted. The date of implant, drug lot number, concomitant medication list, and patient medical history were noted as unable to obtain. It was reported that, on approximately (B)(6)2016, the pump alarmed and the patient went to the hospital. Pump interrogation showed a "pump stop". The company representative was not involved in the troubleshooting; however it was noted that the pump was exchanged and that the issue was resolved. The patient status at the time of the report was alive no injury". The pump was going to be returned. The hcp had no further information. Additional information was requested regarding symptoms experienced, event context, and a cause. Should additional information become available, a follow-up will be submitted.

Event description:
Additional information was received from the company representative indicating that the cause of the motor stall was not known. There was reportedly not more than 1 motor stall noted in the logs and the motor stall did not recover. The patient was doing well, with the new pump. The device was to be shipped and returned. No additional information was provided.